Event description:
It was reported that the communicator cellular adapter showed sparks. A boston scientific company representative explained to the patient that the cellular adapter lights were normal. The company representative advised the patient to call back for checking. The communicator issue was resolved. No adverse patient effects were reported. The communicator remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.